Event description:
Intraparenchymal migration of an inthrathecal catheter three years after implantation. Hcp reported the pt had increased pain and catheter tip at t9 had migrated into the spinal cord with localized edema on MRI. The hcp implanted a second catheter and left the first imtramedulary catheter in place. The pt has not neurological deficits.